Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) other report with the involved product code/lot# combination.

Event description:
The user facility reported that the collagen sponge was already exposed. When the angio-seal poly-foil pouch was opened, the collagen sponge was already exposed. The device was not used and another angio-seal device was used to achieve hemostasis. The physician had completed the training process on the device prior to this case. Hemostasis was achieved by the second device. No blood loss reported. The event occurred during pre treatment. There was no health damage to the patient.